Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient reported unspecified issue. The iol had been explanted in a secondary procedure. Additional information has been requested, but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).